Event description:
The sliding hammer is "to hard assemble and disassemble". This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation suggests that the event is attributed to the functional design of the device to withstand repeated impact. Corrective action has been implemented to improve reliability of the device.